Event description:
Two endeavor sprint rapid exchange drug eluting stents were implanted in the mid lad during the index procedure (ref MFR # 2953200-2010-02426). It was reported that an mi occurred on the day of the stent implantation. Mi was categorized as a non q wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that at the 30 days, 6 months and 1 year follow up post, the index procedure the patient was diagnosed with stable angina. At the 1.5 year follow up post the index procedure, the patient was free of symptoms.

Manufacturer narrative:
(B)(4): evaluation results: (mi).